Manufacturer narrative:
Further information was requested but not received.

Event description:
Manufacturer report number 3006705815-2019-01230. It was reported that lead migration issue was observed on both system leads. Patient did not experience any falls or traumas however they felt a change in their pain relief. Physician opted to explant the entire system because of the lead migration with no malfunction allegation on the implantable pulse generator. Patient was stable.